Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation. Device was received with water tank cover cracked, front cover scratched, and quick connect corroded. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The device was leaking from the water tank cover and not the drain. The customer's complaint of "leaking at the drain" could not be verified. The leaking from the water tank cover was due to the crack, and the water tank cover was replaced, along with the front cover, global display label, quick connect, and pump that was not circulating. Device passed all functional testing after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking at the drain. Patient involvement unknown.